Event description:
Customer reported false negative reactions while running the ab_ID assay on galileo. Visual inspection of the plate determined that the actual grade of several wells was weak positive.

Manufacturer narrative:
Customer was asked to manually test the sample in tube in order to have a comparison and declined to test the sample in tube. Customer was asked to send the sample back for investigation testing and there was not enough to send back. Images from the instrument were reviewed. Examination of the images indicated that the specimen used for testing did not contain enough serum. Customer stated that their labels completely wrap around the vial and it is difficult to see if there is enough sample in the tube. Customer was advised to fully examine the amount of sample before running the assay. The galileo operator manual states "samples run with the ab_ID assay require approximately 750 ul of plasma."